Manufacturer narrative:
Device disposition is unknown at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
It was reported that patient was traveling at the (B)(6) ship and was transported to (B)(6) in p(B)(6) after sustaining an accidental fall over her hip. X-ray revealed a proximal sub capital femoral fracture. A proximal femoral osteosynthesis using 3 cannulated stryker screws was done. At home the patient suffered from pain and went to the (B)(6) in (B)(6).